Manufacturer narrative:
The manufacturer is attempting to acquire the suspect system controller for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 3 months post-implant, it was reported that after the patient changed to his backup system controller, he did not feel well. The patient changed back to his primary system controller and the patient was reported to be fine. Hospital personnel connected the backup system controller to a power module and no alarms were active and the system monitor had no display.